Event description:
It was reported by service report that the head end was stuck in an elevated position and would not go up or down. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: power coil cable.